Event description:
The device was used during a laparoscopic "alif" procedure. Reportedly, in 1998, 2 cages were implanted. In 1999, the surgeon performed a re-operation and 1 cage was explanted because of nerve compression. The hosp has reported the pt's condition is satisfactory.